Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a locked handle. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was bent. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible component and inspection enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lap tlh. Doctor was performing a tlh. "It was during the procedure and the voyant had been working but just as doctor got close to the bowel the jaws locked and he couldn't get it to work so they then had to open scissors and a bipolar tray instead" the product has been isolated for return. Additional information received from team member, (B)(6): they weren't able to open the jaws after the jaws were locked on the tissue, so they had to use a bipolar device and scissors to release the tissue patient status: no patient injury or illness occur associated with the complaint event.